Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated the customer reported that they went to the emergency room on (B)(6) 2023 due to hyperglycemia. Blood glucose at time of event was over 600 mg/dl. User was given intravenous insulin drip. Customer reported a critical pump error with open book. Customer stated the pump got hot and cracked. Crack was at the back of the pump. No damage to the retainer ring. Customer declined completing troubleshooting. Information received by medtronic indicated a healthcare professional initially reported that the pump was barely holding together, stated that aluminum foil had to be put with the battery to keep it in place and get battery to work. There were burn marks on the pump and the pump would get hot due to batteries.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 900 mg/dl at the time of the event. The customer was admitted to the emergency room. The customer stated no symptoms. The customer also reported crack on back of the insulin pump; pump was overheating on battery chamber; insulin pump was barely holding together and critical pump error with open book image. Troubleshooting was performed and issue was resolved by inserting a new battery. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will not be returned for analysis.